Event description:
This lead was explanted and replaced due to oversensing and high impedances. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut into three segments. A proximal, a medial and a distal lead fragment of all together 58 cm length were returned. Approx. 7 cm of the lead body were missing. Multiple abrasion marks were noted along the lead fragments. In particular 13 cm distal to the is-1 connector pin the insulation was found rubbed through. The conductor cable to the shock coil was fractured in this region. These findings should be considered to be the root cause of the clinical observations reported in the complaint text. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.